Manufacturer narrative:
The device was received with no button response due to lcd keypad connector unlocked. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call of button error on her daughter's insulin pump. The mother states the act button is delayed and her daughter has to press on it really hard. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.